Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product received for analysis. During complaint evaluation, both drain samples received with fluted area found 1.5 inch instead of 12 inch (standard specification). In one of the drain sample, cutting mark and hole punch at the end side of fluted area observed (mark about 0.5 cm) which has happened after procedure performed. No cut marks found on the other drain sample. The cutting mark and hole punch might likely to happen with some sharp tool used during the operation process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Date of indicated procedure? (B)(6). Is the product lot available? Not available. Were any anomalies noted of the drain condition upon placement, during use or upon removal? No. Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? Not sure. Did the drain function as intended? Yes. Was drain removed after fulfilling need? Yes. Was a 2nd drain required to be placed? No. Where was the tip of drainage tube located? Unknown. How was drain secured? Unknown. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? Unknown. What is the current status of the patient? Discharged. What is the physician¿s opinion as to the etiology of or contributing factors of this event? Unknown. Name of surgeon? Not available, due to hospital privacy.

Event description:
It was reported a patient underwent a (B)(6), 2 sides each on (B)(6) 2021 and a drain was used. Upon removal, a fragment came off, a CT scan was performed and re-op is needed another day. 0.5 cm fragment found in patient body, which matches the defect. Additional information has been requested.